Manufacturer narrative:
Block b3: exact date unknown, event occurred beginning of june 2024.

Event description:
It was reported that the patient was no longer getting stimulation in all the pain areas despite reprogramming. Imaging confirmed that the paddle lead had migrated. The patient underwent a lead replacement procedure and the explanted device was discarded by the medical facility. There were no reported complications postoperatively.